Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Performed initial check of device in an attempt to replicate failure mode, and it was noted that the 02 indicator did not change from white to red when o2 supply was turned off. This confirms the reported customer complaint. The 02 indicator was replaced, and device then passed all functional testing as a result. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical ventilator has continuous oxygen. The o2 was reported to stay on.